Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped2 pipeline failed to open at all. The patient was being treated for an unruptured saccular aneurysm in the left internal carotid artery (ica). The max diameter was 14mm and the neck diameter was 9mm. The distal landing zone was 3.8mm and the proximal landing zone was 4.2mm. Vessel tortuosity was severe. Dual antiplatelet treatment was administered. The devices were prepared according to the instructions for use (IFU).  This ped was attempted to placed distal to a ped (4.5x25) that was already delivered to ensure that that the total neck region was covered. The complaint ped would not open at all. Several attempts were made to recapture and redeliver without success. The pipeline failed to open in the proximal, middle, and distal sections. The middle of the pipeline was placed in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. The pipeline was resheathed and removed from the patient with the microcatheter. No symptoms were reported. Angiographic results post procedure was good coverage with partial contrast stagnation within the aneurysm.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: video inspection system ((B)(6)), ruler ((B)(6)), camera (panasonic lumix (B)(6)) ¿ as found condition: the pipeline flex shield and phenom 27 catheter were returned within the inner pouch and outer carton; inside of a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal end of the braid was not opened due to damaged braid. The middle section and proximal end of the braid were opened and frayed. No bend found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. The catheter tip, marker and body were examined; no damages were found. No other anomalies were observed. ¿ testing/analysis: the pipeline flex shield was pushed out from the catheter lumen with no issues. The total and usable lengths of the phenom 27 catheter were found within specifications. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub, lumen and tip with no issues. ¿ conclusion: based on the analysis findings, the pipeline flex shield was confirmed to have failure to open at the distal end as the distal end of the braid was not opened due to damaged braid. However, the customer complaint was not confirmed to failure to open at the middle and proximal end as the middle section and proximal end of the braid were found opened and frayed. The damage to the braid on the ends of the pipeline flex shield is likely the results of the physician re-sheathing the device more than recommended two times. It is likely that the severe vessel tortuosity and damaged braid may have contributed to the failure to open issue. There was no non-conformance to specifications identified that led to the failure to open issue. In addition, no damage was found with the returned catheter. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex shield shield embolization device has successfully expanded, deploy the remainder of pipeline flex shield embolization device by pushing the delivery wire and/or unsheathing the pipeline flex shield embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex shield embolization device. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex shield embolization device. Re-sheathing the pipeline flex shield embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ h6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.